Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the dilator inside of the sheath. Blood was on the device. The hub, shaft, and tip were examined. The dilator was removed from the was during analysis. There were kinks 17.8cm, 21.8cm, and 24.3cm from the strain relief. The shaft was damaged (scratched) from 18.5cm to 19cm from the strain relief. The tip was damaged with slight compression and inner liner delamination, including a portion of liner protruding from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2017. It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The opening of the atrial septum was slightly higher than the position of the left auricle. A watchman® access system was attempted to be positioned in the laa, however, it was noticed it was kinked. The access system was completely removed from the patient and another access system was used to complete the procedure. There were no patient complications and the patient's condition was stable. However, device analysis revealed inner liner delamination.